Event description:
It was reported to philips that the device cannot be charged, and the power module is faulty. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty ac power module. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module. The ac power module was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device needs a replacement ac power module. There was no patient involvement.